Manufacturer narrative:
Patient was revised due to dislocation examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other similar or related reports against the femoral head. The search and/or review of device history records was not possible against the unknown device. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to dislocation.